Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to hospital due to symptoms. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages; customer did not recall the specific error messages. The customer feels well and did not report any symptoms. Customer stated she went to hospital yesterday because her blood sugar was high (undisclosed if fasting or non-fasting am or pm), and she stated that she was having symptoms; customer doesn't want to specify what kind of symptoms. The diagnosis was high blood sugar and high blood pressure. Customer declined to provide further details. The customer did not have any test strips and was unable to provide lot information for the vial she had been using.